Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The charge profile revealed that the patient had experienced difficulty charging ipg throughout the implant period. The root cause of the difficulty charging appears to be the device orientation or deep pocket, which is unrelated to the device functionality.

Event description:
A report was received that the patient had difficulty charging their ipg due to non device related weight gain. The physician recommended that the patient undergo a pocket revision. During the pocket revision the physician elected to explant the patient due to damage to a competitors lead that the patient is implanted with. The physician left the competitors lead implanted but removed the bsn m1 connector and the ipg. The patient is doing well following the explant procedure.

Event description:
A report was received that the patient had difficulty charging their ipg due to non device related weight gain. The physician recommended that the patient undergo a pocket revision. During the pocket revision, the physician elected to explant the patient due to damage to a competitors lead that the patient is implanted with. The physician left the competitors lead implanted but removed the bsn m1 connector and the ipg. The patient is doing well following the explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-9004-35 serial # (B)(4) description: precision cnctr m1, 35cm.